Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer called to have the unit checked out. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) performed a complete function check on unit and could not find an issue with the functionally of the unit. However during calibration he was getting a failure in the patient interface module test. Fse replaced the tidal volume disk and retest unit. Failure was no longer occurring. Completed calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.